Event description:
It was reported that during an lar procedure, the tissue pad became wobbling soon after use. Another device was used to complete the case. There were no adverse consequences to the patient. Device discarded.

Manufacturer narrative:
Date sent: 12/10/2008. Information not available, device not returned for analysis.